Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and similar complaint query was not performed because the lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon dilation catheter (bdc) encountered resistance with the guide wire during removal. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Manipulation of the guide wire when resistance was encountered, may have contributed to the reported deformation due to compressive stress. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated.

Event description:
It was reported that the procedure was to treat a patent ductus arteriosus cardiac lesion with 90% stenosis. A non-abbott 6fr jr4 guide catheter was advanced over a 190cm powerturn guide wire (gw) without difficulty. Then a non-compliant balloon from a different manufacturer was advanced over the gw without difficulty and inflated 3 times to 6 atmospheres each time. No attempt was made to move the guide wire while the balloon was pressurized/inflated. Yet during withdrawal of the balloon which was completely deflated, difficulty was noted with the gw. Therefore both devices were withdrawn as a single system unit intact. The gw was noted to be extremely angulated and bent near where the balloon was located. The procedure was deemed a success on angiography post-device removal. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.